Event description:
Pt reported that his device turned off without any battery alert. The pt was able to replace the battery, and his infusion device worked properly. Pt did not report any physiological effects. No medical treatment was necessary. No product is being returned for eval.

Manufacturer narrative:
H6: product not returned for eval. Issue described to agency in recall.